Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was used as a temporary pacemaker, with oversensing noted. The patient was implanted with permanent device successfully. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was used as a temporary pacemaker, with oversensing noted. The patient was implanted with permanent device successfully. No adverse patient effects were reported.